Manufacturer narrative:
Product event summary: analysis was unable to confirm customer comments of inability to interrogate, print to full page and stylus not responding on the screen, the programmer passed all incoming functional tests and interrogated, printed and had expected stylus functionality. Analysis did find cracked solder joints on the radio frequency connector on the link electronic module board, therefore the board was replaced and calibrated. Analysis also found a noisy system fan which was replaced and a broken left keyboard hinge which was also replaced. Product ID (B)(4) radio frequency programmer head.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l radio frequency programmer head; (B)(4).

Event description:
It was reported that the programmer was intermittently able to print to full page, that it was unable to interrogate devices and also that the pen was not responding on the screen. The programmer was returned for service. The radio frequency programmer head was also returned. Repeated attempts at follow-up were unsuccessful in determining whether or not the programmer head had been changed out. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer was intermittently able to print to full page, that it was unable to interrogate devices and also that the pen was not responding on the screen. The programmer was returned for service. The radio frequency programmer head was also returned. Repeated attempts at follow-up were unsuccessful in determining whether or not the programmer head had been changed out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.